Event description:
The hospital reported that during a coronary artery bypass procedure, two heartstring iii devices failed to load properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Device 2: lot# 25062641, expiration date: 07/31/2013. The devices have been returned to the factory and are being evaluated. A supplemental report will be submitted when the evaluations are completed. A lot history record review was completed for each of the reported lot numbers. There were no non-conformances recorded in the lot histories. (B)(4).